Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the burr became stuck in lesion. The target lesion was located in the moderately tortuous right coronary artery (rca). A 1.50 mm rotalink plus was selected for use. During procedure, as the pedal was stepped on and off, it was noted that burr became stuck in the target lesion. After several attempts to dislodge the burr by stepping on and off the pedal, the burr was still stuck. The physician placed a second wire and a catheter balloon was then advanced and inflated to remove the burr. The device was completely removed from the artery. Furthermore, it was noted that the drive shaft was unraveled and distended with the spring coil becoming unwound. No further patient complications were reported and the patient's status was fine.